Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. It was noted that back in 2007 there was a lead alert thirteen days post implant. The rv lead has recently been capped. Additionally, it was reported that thirteen days post implant in 2007 the patient had a hematoma evacuated. And then the following year a pocket revision was performed. The device remained in use until now where it has recently been explanted. Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. No patient complications have been reported as a result of this event.